Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 12 percent remaining to 3 percent remaining one month later. Analysis of device memory confirmed a battery depletion anomaly. Device replacement was recommended. The patient resides in a care facility, so the physician is trying to determine when it would be safe to bring the patient out of the care facility for a device replacement. Device replacement has not yet been planned. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 12 percent remaining to 3 percent remaining one month later. Analysis of device memory confirmed a battery depletion anomaly. Device replacement was recommended. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that the patient presented to the hospital due to unrelated health conditions and thought the device was shocking them. The device was unable to be interrogated with a programmer. The device battery was felt to be depleted. The patient will not undergo a device replacement procedure due to their condition. This device remains in service. No adverse patient effects were reported.